Event description:
The customer reported that the tip of the handpiece broke. There was no patient injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B) (4). A visual inspection of the incident sample showed excessive tissue in-between the jaws. The knife was protruding from the jaws and the webbing was bent. The knife edge was damaged indicating contact with a metal object such as a staple. Engineering evaluations have been able to duplicate the protruding blade by clamping on large, rigid tissue. The IFU for this device warns against overfilling the jaws of the instrument, so as not to compromise the cutting function. It states to confirm, the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU also has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.